Event description:
On (B)(6) 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultrasoft lancing device cap threads were damaged. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in the year 2007, the patient noted the cap threads were damaged on the reported lancing device; she was unable to obtain a blood sample to perform blood glucose testing. At an unknown time afterwards, the patient experienced the symptoms of 'stomach cravings', rapid heartbeat, feeling faint, nervous and insecure. The patient administered self-treatment by consuming chocolates, and felt better afterwards. She did not seek any medical attention. The patient manages her diabetes with diet only and takes no medications. The patient was unable to provide many details as this event occurred years ago. The lancing device was replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the lancing device issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.